Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that two modules each took longer to infuse than expected. The infusions were programmed to deliver the medications in 24 hours (23.25 ml/hr and 22.5 ml/hr), and both pumps took 30 hours to complete the infusions. This is the report for the second pump. There was no report of patient harm received due to this event.